Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy and paratubal cyst. Concurrent conditions included fungal skin infection since (B)(6) 2016, frequency urinary since (B)(6) 2016, breast mass since (B)(6) 2014, anemia since (B)(6) 2014, dysfunctional uterine bleeding since (B)(6) 2014, obesity since (B)(6) 2013, hypertension since 1999, flatus, fibroid uterine enlarged, pelvic adhesions, endosalpingiosis, cervicitis cystic, adenomyosis, uterine leiomyoma, multiple allergies, pruritus, irregular menstruation, hematoma, endometrial polyp, weight loss, vaginal pain and depression. Concomitant products included lisinopril since 1999 for hypertension as well as aciclovir (acyclovir) since 2002. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced blood loss anaemia ("blood or heart disorder/condition type: anemia"). The patient was treated with celecoxib (celexa), nsaids, paracetamol (acetaminophen) and surgery (ablation and total laparoscopic hysterectomy,bilateral salpingectomy,lysis of adhesions(da vinci robot)cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal discharge had resolved, the vaginal haemorrhage, dysmenorrhoea, anxiety, fatigue and blood loss anaemia outcome was unknown and the depression had not resolved. The reporter considered anxiety, blood loss anaemia, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2010, (B)(6) 2014 discrepancy noted in hsg test - as per current version, the patient did not undergo essure confirmation test (in pfs), however, hsg results were provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, vaginal discharge, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2019: new pfs received: new event blood or heart disorder/condition type: anemia was added. Concomitant condition was added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included sleeve gastrectomy and paratubal cyst. Concurrent conditions included fungal skin infection since (B)(6) 2016, frequency urinary since (B)(6) 2016, breast mass since (B)(6) 2014, anemia since (B)(6) 2014, dysfunctional uterine bleeding since (B)(6) 2014, obesity since (B)(6) 2013, hypertension since 1999, flatus, fibroid uterine enlarged, pelvic adhesions, endosalpingiosis, cervicitis cystic, adenomyosis, uterine leiomyoma, multiple allergies, pruritus, irregular menstruation, hematoma, endometrial polyp, weight loss, vaginal pain and depression. Concomitant products included lisinopril since 1999 for hypertension as well as aciclovir (acyclovir) since 2002. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced blood loss anaemia ("blood or heart disorder/condition type: anemia"), urinary tract disorder ("bladder/ urinary problems"), bladder disorder ("bladder/ urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti") and vaginal infection ("vaginal infections"). The patient was treated with celecoxib (celexa), nsaids, paracetamol (acetaminophen) and surgery (ablation and total laparoscopic hysterectomy,bilateral salpingectomy,lysis of adhesions(da vinci robot)cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal discharge had resolved, the vaginal haemorrhage, dysmenorrhoea, anxiety, fatigue, blood loss anaemia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection and vaginal infection outcome was unknown and the depression had not resolved. The reporter considered anxiety, bladder disorder, blood loss anaemia, cystitis, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2010, (B)(6) 2014 discrepancy noted in hsg test - as per current version, the patient did not undergo essure confirmation test (in pfs), however, hsg results were provided. Patient received treatment for bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, vaginal discharge, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: events - bladder/urinary problems, bladder infections, uti, vaginal infections were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain / pelvic area'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric operation and paratubal cyst. Concurrent conditions included fungal skin infection since (B)(6) 2016, frequency urinary since (B)(6) 2016, breast mass since (B)(6) 2014, anemia since (B)(6) 2014, dysfunctional uterine bleeding since (B)(6) 2014, obesity since (B)(6) 2013, hypertension since 1999, flatus, fibroid uterine enlarged, pelvic adhesions, endosalpingiosis, cervicitis cystic, adenomyosis, uterine leiomyoma, multiple allergies, pruritus, irregular menstruation, hematoma, endometrial polyp, weight loss and vaginal pain. Concomitant products included lisinopril since 1999 for hypertension as well as aciclovir (acyclovir) since 2002. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). On (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). The patient was treated with celecoxib (celexa), nsaids, paracetamol (acetaminophen) and surgery (ablation and total laparoscopic hysterectomy,bilateral salpingectomy,lysis of adhesions (da vinci robot)cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and vaginal discharge had resolved, the vaginal haemorrhage, dysmenorrhoea, anxiety and fatigue outcome was unknown and the depression had not resolved. The reporter considered anxiety, depression, dysmenorrhoea, fatigue, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2010, (B)(6) 2014 discrepancy noted in hsg test - as per current version, the patient did not undergo essure confirmation test (in pfs), however, hsg results were provided. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Pregnancy test urine - on (B)(6) 2014: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- menorrhagia, vaginal discharge, depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jul-2019: pfs and mr received : reporter information updated. Device insertion date was updated. Event of physical pain updated as physical pain / pain / pelvic area. New events were added - ¿abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), psychological or psychiatric problems condition: depression, psychological or psychiatric problems condition: mental anguish, dysmenorrhea (cramping), vaginal discharge, fatigue¿. Concomitant drugs, medical history and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.